Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event involved a tego¿ connector where the report stated that a tego cap was placed on both arterial and venous cvc ends on (B)(6) 2025. No issues were noted. The second use was on (B)(6) 2025, it was noted that the venous cap had cross threaded resulting in increased venous pressure. This required treatment to be stopped and the cap to be replaced. There was patient involvement and unknown adverse events.